Event description:
The customer reported the ortho provue analyzer dispensed incorrect amount of red cells into the mts gel card. Incorrect or no dispense can lead to erroneous test results and transfusion of incompatible blood. The operator detected the issue preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer went to the customer site and performed repairs to return the instrument to expected operation. Information was not provided regarding error codes posted as a result of this issue.